Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -22.5/+1.5/070 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced angle closure, with elevated intraocular pressure. The lens was not exchanged for another lens.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. Work order search: no similar complaints were reported for units within the same lot. Patient code: (B)(4) angle closure, lens exchange. Corrected data: (B)(4).